Event description:
During an atrial fibrillation procedure, the needle was unable to be flipped in the sheath quickly. The stylet was used and the needle was not reshaped. The needle was replaced with the same model needle to complete the procedure. There were no adverse consequences reported on the patient.

Manufacturer narrative:
Additional information: one 8.5f fast-cath introducer sheath and dilator were received for evaluation. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and a build-up of skived material was noted at the distal end of the dilator and through the distal tip area. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the skiving remains unknown.